Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that they went to charge their stimulator and then the "wires on the magnet" got really hot. Patient confirmed recharger gets hot when charging ins. Patient mentioned they notice this about a week or so ago. Patient charges implant (ins) daily due to very bad sciatica. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.